Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified two sharps broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharps broken on posterior due to a surgical impact opening. Reason for reoperation: rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left-side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted.